Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer h4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: infusomat space article number: (B)(4) serial number/batch: (B)(6) software version: l030003 hours of operation: 18845 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2024 to (B)(6) 2024 were investigated. A space line was selected and the infusion started with a rate of 10,5ml/h and a volume of 250ml. The infusion runs until (B)(6) 2024. During the infusion, the volume was change several times and the pressure alarm occurred one times. The reason for the pressure alarm could not be clarified. On (B)(6) 2024 at 13:49 pm the upstream alarm occurred and the infusion stopped. The line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the complainant on (B)(6) 2024 at 12:00 a patient was being infused with 500 milliliters (ml) pl-k at 21ml/hour. Reportedly at 13:50 the nurse noticed that the device alerts the bag empty and the entire 500 ml had been infused into the patient. The set infusion rate of 21 ml/h and the amount of 38 ml had been recorded in the pdms (ge chaa) system. The silicone part of the infusion line, which is inside the device, was completely flat and there was air in it. There is a small amount of liquid in the drip chamber, so the safeset filter has not let air into the tubing when the liquid runs out.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.